Event description:
It was reported that the device was used during a nephrectomy. The device cartridge became dislodged as the device was fired. The device fell into the patient and was retrieved with graspers. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.